Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a missing unit of measurement issue with her one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information the patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at approximately 11:30 am. The patient was under the impression that the unit of measure (mg/dl), should appear on the same screen as the apply blood screen. She contacted lfs to report the missing unit of measure on her subject meter. The patient informed this mss that because she thought the unit of measure was missing on the subject meter that there was something wrong with the meter and stopped using it and didn't know how to treat herself. She stated that she tests her glucose 2x/day and manages her diabetes with lantus, victova and novolog (no adjustments) and due to the alleged issue continued her usual dose of medication. She could not recall if she had tested her glucose or given any insulin earlier in the day. The patient claimed 'one hour' after the alleged issue began she felt 'anxious, unbalanced and shaky'. Reportedly on (B)(6) 2011, at 12:30 pm, she called lfs to address her concern and once she realized there was nothing wrong with the meter she self treated with food/drink and about half an hour later she reported 'feeling better'. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that issue was resolved once the agent educated the patient where to look for the unit of measure. The patient has now been instructed to wait for the glucose result and look for the unit of measure on that screen. Replacement products were declined by the patient because she felt there was nothing wrong with the meter and she was comfortable using it knowing where to look for the unit of measure. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of after the reported issue began.